Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 staples bend but the instrument would not fire or cut. There was no consequence to the pt. 5/2/97 the rep responded an endo gia was used to complete the case.